Event description:
It was reported that the pump hard to charge, as the cable needs to be precisely positioned. There was no adverse impact to the customer¿s blood glucose level reported. No additional information was available regarding the outcome since the customer declined troubleshooting and further follow-up from technical support.